Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement on (B)(6) 2026 patients lead was showing high and low impedances. As a result, lead was explanted and replaced to address the issue.